Event description:
Patient got a burn below left breast from custom breast support remaining too hot. It is believed that the sponge frame contained too much hot water.====================== health professional's impression======================hot water is necessary to form the breast support. The hot water may not have been entirely squeezed out of sponge frame.